Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during self test and device trace download confirmed pump error 63 due to broken trace at pin on keypad assembly. Unable to verify audio or absence of alarm during self test due to pump error 63.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer reported that they were able to clear the alarm and able to complete the rewind. The self test was performed by the customer and it failed. The customer reported that volume does not decrease. Customer's blood glucose level was unknown. Customer reported they did hear beeps when audio volume settings were saved. Customer reported they did hear the differences between the two audio beep volumes. The insulin pump will be returned for analysis.